Manufacturer narrative:
The blood glucose reading provided with the initial report was incorrect. The correct blood glucose has been provided with this report.

Event description:
It was reported that the customer's blood glucose was 248mg/dl.

Manufacturer narrative:
All buttons functioned properly. No damage noted on keypad traces. The keypad connector on lcd board was locked. The insulin pump was received with all operating currents within specification and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No prime/fill anomaly noted. The insulin pump had cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump was stuck in the rewind and prime menu. The patient's blood glucose at the time of incident was 240 mg/dl. Troubleshooting was initiated for the prime and rewind anomaly. The customer confirmed that they did not receive a second series of beeps nor did numbers appear on the screen. The customer was advised to revert to a medically prescribed back-up plan. The insulin pump will be returned for analysis.